Manufacturer narrative:
Further information was requested but was not received.

Event description:
Related manufacturer reference number: 2938836-2019-13137. Related manufacturer reference number: 2938836-2019-13141. It was reported that the whole system was explanted due to pocket infection. The cause of infection was unknown. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.